Event description:
Ous MDR - it was reported that approx. 16 months after the implantation oversensing was noted on this lead.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a gradual decrease of the pacing impedance from 750 ohms to approx. 650 ohms between may 2017 and november 2017. In the same time period the shock integrity decreased gradually from 600 ohms to 450 ohms. Furthermore the provided iegms demonstrated noise artefacts on the ff and on the rv channel which were oversensed as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.